Event description:
It was reported by the rep the device was used in an indigo laser coagulation case. The rep reported after the first treatment the laser read fiber fault. Dr. Removed the fiber from the patient and cystoscope to inspect. The conical tip and treatment zone of the fiber had broken away from the fiber. It appeared the capsule or outer sheath had pulled away. Dr. Could see it in the patient sticking out of the prostate. Dr was abel to use an instrument to remove it from the patient. A new fiber was opened to complete the procedure. There was no consequence to the patient.